Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported that there was liquid leaking from the alinity m instrument. The customer reported that they have performed a lot switch purge for the lysis solution on alinity m instrument, and they heard a noise and the procedure stopped. Customer realized that there was liquid leaking as it has not reached the liquid waste bottles. The field service engineer went on site and found a tubing on the backside of the alinity m instrument was loose and created a loop which lead to an obstruction. There was a puddle in front of the instrument that had a size of approximately 20 centimeter towards the front. There was no report of an injury related to this incidence. Customer was wearing personal protective equipment (ppe), and there was no exposure to the liquid. The customer stated the liquid has left the footprint of the instrument. No patient was involved as this observation was made by the alinity m user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).